Event description:
Patient underwent an open reduction internal fixation (orif) of left forearm galeazzi fracture and subsequently had persistent pain and was found to have a fracture non-union with loss of reduction, and the fracture of the plate at the non-union site. Patient underwent additional surgery in which the fractured plate was removed and a new plate implanted.